Manufacturer narrative:
He reported issue was inconclusive, as any reported reactions with the patient could not be tested and the state of the pad could not be evaluated based on the returned information. The root cause of the reported issue could not be identified. The labeling is found to be adequate. Per the IFU: contraindications: there are no known contraindications for the use of a thermoregulatory system. Do not place arctic gel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. And the clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. For small patients (less than or equal to 30 kg) it is recommended to use the following settings: water temperature high limit less than or equal to 40 degrees c (104 degrees f); water temperature low limit greater than or equal to 10 degrees c (50 degrees f); control strategy equal to 2. It is recommended to use the patient temperature high and patient temperature low alert settings. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arctic gel¿ pads often, especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arctic gel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines." A DHR review is not required as the lot number is unknown. Corrections: b. D. F. H. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called stating that they recently had a patient on the arctic sun device that had blisters on the patient's right thigh when removing the pads. They described the blisters as big and that some of the skin came off with the pads. Customer said that the water was at 40 degrees for a long period of time. They were not sure in nurse was conducting skin checks and not sure if there were any alarms regarding water temperature. It was unknown what medical intervention was reported. Per follow up response received via email on 08feb2025, the pad and lot number were no longer available. The csv data files were received and evaluated, and no issues were found with device function. Per follow up information received via phone on (B)(6) 2025, spoke to them who noted they applied an ointment and gauze to the blisters. They could not confirm if their team had done skin checks on this patient. Therapy was completed prior to finding the blisters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called stating that they recently had a patient on the arctic sun device that had blisters on the patient's right thigh when removing the pads. They described the blisters as big and that some of the skin came off with the pads. Customer said that the water was at 40 degrees for a long period of time. They were not sure in nurse was conducting skin checks and not sure if there were any alarms regarding water temperature. It was unknown what medical intervention was reported.